Event description:
During service, the baxter repair technician reported that this device failed accuracy testing. The hospital rep stated that there were no reports of pt injury or medical intervention. No additional information is available.